Event description:
Customer reported that the device had a flashing service wrench and logged a fault code in memory that indicated a possible critical failure. Physio-control repair rep contacted customer and found that the device was non-functional. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Customer declined physio-control's repair offer and informed that they will purchase a replacement defibrillator the root cause of malfunction could not be determined.